Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had more than one motor alarm. Customer¿s blood glucose was 328 mg/dl, 299 mg/dl at the time of incident. Customer was treated with syringe for high blood glucose. The insulin pump will not be returned for analysis.